Event description:
It is reported that the device was implanted in 2006. The device was revised in 2007, where it was noted that the hip prosthesis was broken at the junction of the proximal portion of the stem with the cylindrical portion of the stem.

Manufacturer narrative:
Eval summary: device, x-rays, item and lot number are not available for review. Patient details are unk. No engineering evaluation could be done with the available information. The exact cause for the current situation is unk. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.